Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a blank display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 3/7/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: blank screen at power up; unable to perform all test steps due to this.. Call service alarms observed in download history. Audible not operational; vibration operational at power up. Opened pump; evidence of moisture on piezo/display flex/connector. Unrelated to the complaint, the battery compartment is cracked at case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.